Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. Analysis was unable to perform the displacement test due to blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 167 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.